Manufacturer narrative:
On 18-sep-2019, per file review, both sides' capsular contracture diagnosis was upgraded to baker grade 4. Replacement implants: 350cc mentor smooth round moderate plus profile, catalog # 3502350, serial numbers: (B)(4) and (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 2. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 250cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture (baker grade 3 on left side; baker grade 2 on right side). The patient experienced pain, firmness, and had aspen ultrasound performed. Capsular contracture was confirmed via physical examination by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This report is for the right-sided implant, refer to manufacturer report number 1645337-2019-16853 for the contralateral device.